Event description:
Screw in the instrument came out during a lami procedure conducted by dr data friday (B)(6), 2012. There were no complications to the pt and all pieces to the instrument were accounted for.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.